Event description:
It was reported that the device was explanted due to premature battery depletion and long charge time. No patient complications were reported as a result of this event.

Event description:
It was reported that the device was explanted due to premature depletion. However, the device was not in eri (elective replacement indicator) yet. Eri was noted after explant. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. It was reported that the device was explanted due to premature depletion. However, the device was not in eri (elective replacement indicator) yet. Eri was noted after explant. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed, visual examination device was out of specification in a manner that relates to event elective replacement premature eri (elective replacement indicator).